Event description:
Diagnosed with breast cancer in 2010 and later was diagnosed with sarcoidosis. In (B)(6) 2010 breast was remove and got an expander to stretch out breast. Later was implanted with mentor silicon breast implant. Received chemotherapy 4 times every two weeks. Discovered body temperature around chest wall is 10-15 degrees colder than the rest of her body. Because of this core body temperature, always anxious, get irregular heartbeat, discomfort, feeling hypo-thermic inside the chest wall which change the chemistry of the body. Will like FDA to look into this about pt who has silicon breast implant and gets core body temperature changes. Breast implant is sitting on rib cage and makes her chest wall very cold.